Event description:
The physician was attempting to implant a 2.5 mm diameter x 14 mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in a patient located in that exhibited severe calcification. It was reported that the physician was unable to cross the lesion. The device was returned to the manufacturing facility and damage was noted to the stent. No patient injury occurred and no clinical sequelae were reported. Please note that this device ((B)(4)) is distributed outside the united states; however, it is similar to the united states distributed product ((B)(4)).

Manufacturer narrative:
Evaluation summary: the first and ninth proximal stent segments were raised, damaged and deformed. The stent was positioned on the balloon between marker bands as per specifications. Evaluation, results: (patient vessel/lesion morphology; severe calcification). (Stent deformation and failure to deliver device). Conclusion: device failure/lack of effectiveness related to patient condition device (patient vessel/lesion morphology; severe calcification).